Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The consumer reported that the patient's ins was taking too long to charge as well as exhibiting coupling issues, and being unable to obtain a full charge on the ins. The consumer reported that the patient currently had staples in place as well as bandages present at the implant site. The consumer reported that the patient initially was not getting any coupling bars, but after review with the manufacturer, got four bars after repositioning the antenna over the implant. The consumer reported that the bandages should be removed on (B)(6) 2017 and that they would contact the manufacturer again if the problem persisted beyond that point. No patient symptoms were reported. Additional information received from the consumer reported that the patient¿s implantable neurostimulator (ins) battery level showed only ¾, and they were not able to get it more full. The patient was only able to get 2 coupling boxes. It was noted the patient¿s stitches were taken out on (B)(6) 2017. The patient still had bandages and swollen tissue. It was further reported that no steps had been taken to resolve the reported issues and the problem persisted. The doctor wanted to wait 3 more weeks to make sure all the swelling was down. It was stated the patient wondered if the problem existed in the charger since they had never gotten more than 2 bars. Additional information was received from a friend or family member of the patient. It was reported that the patient¿s healthcare provider took an x-ray of the ins and found that it has flipped. The patient¿s recharging issues were mentioned again. No complications or further complications were reported.

Manufacturer narrative:
Event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was stated that the patient's stimulator had flipped which was noticed during diagnostic imaging on (B)(6) 2017. The etiology of the issue was related to the device or therapy and related to the implant procedure. Due to the issue the patient has poor coupling and can only get two bars when charging their implant. As a result, the device was repositioned on (B)(6) 2017, resolving the issue without sequelae. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member, reporting that they wanted to know if there was a test which could be done to ensure the device is effective as they don't think it is as the patient still has tremors. The recharging issues and the device being flipped were also mentioned again. No further patient complications have been reported as a result of this event.